Event description:
It was reported that the patient's sister had to seek medical attention from the emergency medical transportation (emt) due to hypoglycemia. The patient would not wake up from sleep and the sister called the emt and the patient was taken to the emergency room. The patient's low blood glucose levels were not provided no information was provided about the patient symptoms or duration of the medical event. It was reported that the patient is home and resting. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.